Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation one day after implant. The device outputs were adjusted and the right ventricular (rv) lead remains in use. The patient was a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.